Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red. The patient was reported to be bedridden. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing team have been treating the skin irritation. Follow up indicated that the skin irritation improved.